Event description:
Technicians were replacing gas cylinder in the laser system. After installing the new cylinder, they heard a hissing sound and smelled the pre-mixed gas. The technicians immediately left the room and were brought to the emergency room where they were checked and released with no detectable problems. The hazmed team was alerted to remove the gas cylinder from the room.